Manufacturer narrative:
The parts were examined visually both with and without magnification. The laser marks between the head and neck were aligned. There were burnish marks on the bottom of the neck and stem platform. There were marks in the locking region of the neck and stem that indicated engagement between the components. The diameters that define the locking regions on the neck and stem appears to be within manufacturing specification. Additional mdrs associated with this event: 3025141-2017-00310: neck; 3025141-2017-00311: stem.

Event description:
An arh slide-loc radial head replacement system was implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly dissociated from the stem. The product was explanted on (B)(6) 2017.